Event description:
Clinic notes were received for the patient indicating that low impedance was observed. The patient was referred for device replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date and was discarded by the facility. Impedance was noted to be ok after generator replacement surgery. No known surgical intervention for the lead has occurred to date.